Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer experienced a non-recoverable 170 error. The technical support engineer (tse) reviewed the system logs and confirmed non-recoverable errors between the patient side cart (psc) and the vision side cart (vsc). A log review indicated errors between the robot fiber port and the tower fiber port 2 (bottom). The clinical sales representative (csr) relocated the fiber connection to tower fiber port 1 (left), but the error reoccurred. The logs and symptoms point to the psc common compute controller (ccc), or the system blue fiber cable. The procedure was aborted with no reported involvement or patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the patient side cart (psc) and the vision side cart (vsc) common compute controller (ccc) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The vsc ccc was analyzed and the issue was confirmed via lighthouse error logs. The vsc ccc was visually inspected, where no issues were found. The unit was installed onto a known good system and powered on where 170 errors were immediately presented. The blue fiber ports between the systems were changed on the ports on the vsc, and the system was power cycled where the 170 errors were resolved. The blue fiber port was returned to the original port where this time the 170 error was not present. The system was left to idle for sixteen hours, and power cycled five times with no issues. The psc ccc was analyzed and in via lighthouse log reviews, errors 170 and 307 were found indicating the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The psc ccc was installed into the golden system which triggered an error, indicating faults on the firefly fiber optic cable (ff3) on the ccc. The firefly optic cable was replaced with a known good cable using an aba procedure. The psc ccc functions as expected, but when cable is switched back to the original firefly optic cable it failed. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis was able to conclude that the root cause of the report event was determined to be a bad ff3 in psc ccc.